Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was beeping stuck button alarm. Customer stated that had remove battery and put it back in and got failed battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer called in with the following concern: customer stated he pump is beeping stuck button. She can't clear the alarm. She removed the battery and put it back in and got failed battery. P-cap locked in place properly during testing. Unit powered up properly after battery installation. Unit passed sleep and active measurement currents, displacement test and self test. No failed batt test alarm noted. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that 3 stuck key alarms were found on (B)(6) 2023. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection it was determine the ingress of water corroding electronic assembly causing intermittent electronic short. The unit also passed the keypad voltage test (3.2v). Unit received with cracked retainer, cracked case (battery tube) and cracked case battery tube threads. In conclusion customer concerns were not confirm. All buttons functioning properly during testing and no failed batt test alarm noted after battery installation. However, per visual inspection it was determine the ingress of water corroding electronic assembly causing intermittent electronic short. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.